Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the left and right tracker verifications were out of limit. The left side was at 2.1mm and the right side at 1.29mm. The left and right side trackers were calibrated and verified. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the screw placement was off. It was noted that the system was "hit" the week prior. The field service engineer (fse) had cleared the system for use. However, the surgeon believed that there was "something damaged internally in the system" causing the system to be inaccurate. It was noted that the initial spin was accurate with the probe. Screws were placed down left l2-l5 and on the right l2 and l3. While navigating with an instrument on the right l4, the surgeon noticed an inaccuracy and decided to re-spin. The surgeon placed three levels of screws (six screws in total) and took a confirmatory spin. The screw placement had deviated over 10mm. With the second spin, and six screws placed, only the left l2 was in the right place. L3-5 were all medial, and the right l2 & l3 were inaccurately placed. The spine reference frame was attached to the l2 spine navigating towards the head. The use of medtronic imaging and navigation was aborted. The screws were explanted and re-implanted with a non-medtronic system. There was no impact on patient outcome. There was no surgical delay. Technical services (ts) inquired if there were any accuracy checked with the probe throughout the procedure, during implantation. The surgeon did frequent accuracy checks, but only along the spinous process clamp for the reference frame.